Event description:
Customer reported a high blood glucose reading, although the specific value was unknown and displayed as "high." Cause was not known. Customer had not taken any immediate actions but planned to administer insulin via the pump, with no further assistance required from technical support.